Manufacturer narrative:
(B)(4). The customer reported the onset of downstream occlusion alarms occurred while using the product phaseal. The customer contacted the manufacturer of phaseal and the product was exchanged. After the product was exchanged, the customer reported the downstream occlusion alarms ceased. The device was not identified or returned to baxter for evaluation, and therefore an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a device displayed a downstream occlusion alarm when no occlusion was present. It was also reported that there was no patient injury.